Event description:
Customer stated, "she was sitting on the bed, laying back on her pillows with the pad over the top of her legs. She moved to get off the bed and looked back and there was a fire on the pad's cord" the product was returned for investigation. The product was approx. 5 years and 6 months old when the incident occurred. The customer did not claim any injury or seek medical attention. An investigation was done to look into the customers complaint. The investigator determined the customer had been misusing the pad by wrapping the cord around the tri-folded pad after use. This caused the area of the cord near the switch to bend and eventually break. This caused the sparks to form on the cord which the customer likely mistook for fire on the pad's cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord." The investigator also found other signs of misuse. The pad was bunched. This is observed when the pad is folded/ laid on during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".